Event description:
It was reported by the customer that a pyxis medstation es system drawer 5 was not opening. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not opening properly. A field service engineer checked the station and conducted multiple tests on the drawer. After opening the rear of the station, a visual inspection was performed, revealing no issues. The engineer then adjusted the drawer and decreased the resistance. The system functioned as intended after the field service engineer troubleshooted the device.